Event description:
Essure implanted early 2011 and after 3 months started having severe abdominal and pelvic pain, digestive issues, energy loss, and constant and severe menstrual bleeding. Gi was suspected cause and I am seen by two different gi specialists and a general surgeon who gave me 4 lower endoscopies, two upper endoscopies, and a capsule endoscopy. I also had to see pain management as I was on some pretty powerful pain killers just to function. Was diagnosed with peptic ulcers and possible jejunoileitis. Before essure, I was completely healthy. Finally an ER doc helped me and got a referral for me to an ob/gyn specialist in (B)(6) 2015. I had a laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy to remove both essure coils and what they had affected. My pathology report revealed numerous cysts covering my fallopian tubes and one cyst on an ovary. Since my hysterectomy, I have not had any pain at all or digestive issues. My hair is no longer failing out and my energy level is recovering. My quality of life has been returned to me.